Event description:
A gunther ivc filter placed 6 years ago ((B)(6) 2007) prior was found to be fractured, with one of the "petals" disrupted and the broken fragment embedded in an adjacent vertebral body with associated osteolysis on (B)(6) 2013. The filter was removed on (B)(6) 2013, but the fragment is extravascular and intraosseous so it cannot be readily removed. The pt has had some back pain and nausea, the latter possibly related to two of the legs penetrated and poking the duodenum. The back pain may well relate to the vertebral penetration and foreign body (of note, the filter has never been manipulated or attempted to be retrieved and the fracture was discovered and documented before the retrieval procedure). The fragment is extravascular and intraosseous so it cannot be readily removed.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.